Event description:
Provider alleged unit has low o2, so it was auto tuned by dealer to re-adjust. Per independent repair center statement, the customer stated problem was: low o2 or yellow light. Problem confirmed: yes the key failure was the product tank out of adjustment. Additional malfunctions: pc board auto tuning and inlet filter dirty.